Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the patient experienced an early sensor retirement thereby requiring early removal of the inserted device.

Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.